Event description:
A consumer's wife reported that her husband was diagnosed with a small peripheral corneal ulcer and bacterial infection in his right eye; he had red, itchy, irritated eyes. She also stated he was treated with antibiotics. The event resolved after a few days. Additional information was received from the optometrist, who indicated he treated the consumer with antibiotic ophthalmic medication to make sure the ulcer would not become infected. The optometrist reported the event was most likely not related to the product.

Manufacturer narrative:
Additional lot# 138845f. Expiration date for lot# 138845f: 09/30/2009. Evaluation summary: the complaint device associated with this report has not been received for evaluation. Batch records were reviewed for lot 148606f and lot 138845f and no deviations were identified. The chemistry and microbiology test results were reviewed and found to be acceptable. There has been one other similar complaint reported with these lot numbers. Evaluation of retention sample from this lot is in progress. Investigation including root cause analysis is in progress. The supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device manufacture date for lot# 14806f is 07/28/2008 and for lot# 138845f is 09/10/2008. Additional information was requested by mail on 03/05/2009 and by phone on 03/18/2009, 03/20/2009, 03/23/2009 and 03/24/2009. Two completed questionnaires were received.